Manufacturer narrative:
Product analysis: it was identified at analysis that the ventricular output connector was broken. The lower case was broken, and the hinge hangar was stuck. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg), was returned for corrective maintenance /repair. No further details were provided. The epg subsequently tested out of specification during manufacturer's analysis. No patient involvement reported .